Manufacturer narrative:
Concomitant products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2007, product type catheter; product ID 8578, lot # n112601, implanted: (B)(6) 2007, product type accessory. (B)(4).

Event description:
Information was received from a consumer receiving an unknown drug via an implantable pump. The indication for use was noted as non-malignant pain and post lumbar laminectomy syndrome. The patient had the pump put in 2007 but the device was too big for the patient so the physician removed the device and implanted a new one. No drug or outcome reported.